Event description:
Received a report from a consumer advising after removal of a tampon pledget, she experienced expulsion of fibers during urination. Consumer did not experience discomfort and she did not seek a medical examination. No injury was reported.

Manufacturer narrative:
We have requested and await the consumer's return of product for evaluation and date code information for investigation.